Event description:
It was reported during an ipg replacement surgery on (B)(6) 2023 one lead was damaged during the exposing of the ipg. The lead was left implanted and effective stimulation was established using the second lead.

Manufacturer narrative:
The event of ipg explant/replacement was reported to abbott. The ipg was operable prior to surgery. One lead connected to the existing ipg was damaged. The lead that was functional was able to cover the patients pain area, the lead had high impedance and was connected to the new ipg. Therapy restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3194881.